Event description:
It was reported by the customer that a pyxis medstation es system had a power failure. The customer stated that the station was not powering on, and the refrigerator was beeping. The malfunction occurred when a user was trying to issue medication to a patient and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to drawer controller boards issue. A field service engineer replaced the drawer controller boards to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.